Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be completed and a supplemental report will be submitted.

Event description:
It was reported the patient experienced an allergic reaction. The reaction started right away after device wear. Patient had a rash on buccal on lip and face. The reaction went away when stopped wearing the device. No allergy test was taken.